Event description:
A customer contacted beckman coulter inc., (bci) regarding false positive total bhcg (tbhcg) results, above the normal reference range, generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing produce lower results within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Service was not dispatched for this event. No additional information is available. A clear root cause for this event has not been determined to date.